Event description:
Philips received a complaint on the v60 ventilator indicating that when attempting to connect to the serial port of the device to import data, the device alarmed and could not be turned on. The device was reported to be in use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that no further service was performed or is planned for the device. The hospital informed the asp that there was no malfunction. The asp was not able to confirm that the device had been returned to use, and the patient information from the time of the event was not available. No further information was provided regarding the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.